Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2013, the patient presented due to subacute myocardial infarction and an emergency percutaneous coronary intervention (pci) was performed. The target lesion was located in the mid right coronary artery (rca). A 2.25x20mm promus element plus drug-eluting stent was deployed at 8 atmospheres to treat the lesion. After that, post-dilatation was performed. Visual residual stenosis rate was confirmed as 25% and the procedure was finished. No patient complications were reported. Twenty days later, the patient was discharged from the hospital. In (B)(6) 2015, the patient passed away. The cause of death was unknown.